Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. It was reported, that after the therapy was completed, the nurse noted an unspecified volume of blood had leaked from the y-site. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.